Manufacturer narrative:
The actual complaint product was not returned for evaluation. The lot number is unknown. A trend related investigation is currently in process. Upon completion, a follow-up medwatch will be filed. (B)(4).

Event description:
As reported in an ophthalmology periodical (arch ophthalmol/vol 127 (no. 12) dec 2009, pages 1616-1623), a case report is referenced which involves a case of microbial keratitis. No other information was provided. Due to the source of the complaint, further information and follow-up is not possible.